Event description:
It was reported that (1) tlc55 was used during an unknown procedure. It was reported by rep that the device misfired. This is the only info provided to the rep regarding the malfunction of the device. It is unknown how the case was completed. There was no consequence to pt. No further info is available.